Event description:
Boston scientific crm received information that this device's charge time in (B)(6) 2010 was 13.1 seconds. In (B)(6) 2010, the device triggered elective replacement indicator (eri) and was associated with a monitoring voltage of 2.54 voltage with a charge time of 26.9 seconds. Technical services discussed middle-of-life (mol) behavior. The patient has been scheduled for device replacement.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device's life cell capacity and current drain were within normal variation. The device is currently undergoing operational and functional testing.

Manufacturer narrative:
Microscopic visual inspection identified a hole in right atrial (ra negative seal plug and body fluid contamination was found in the seal plug cavity. All of the seal plugs were intact. All of the setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. The device did not exhibit premature battery depletion and performed normally (operation/function) throughout laboratory testing.